Event description:
It was initially reported that the patient was having an increase in seizures and had one intense seizure. The increase in seizures is believed to be below baseline. The report of the increase was that the patient had two seizures in the last 5 months but in clinic notes from a prior appointment they reported that they has two seizures since the last appointment which was six months prior and there was no mention that there was an increase at that time. The patient had their off time adjusted to 10 minutes off from 5 minutes off in response to the reported events. At the prior appointment to the reported increase in seizures and the intense seizures, the off time was adjusted to 5 minutes from the previous 35 minutes off. The mother felt that this change was what contributed to the events the patient was experiencing but this was no confirmed by the physician. The patient was referred for a prophylactic generator replacement but surgery had not occurred to date. Good faith attempt for more information have been unsuccessful to date.

Event description:
The patient had a prophylactic generator replacement. Good faith attempts for product return have been unsuccessful to date.